Event description:
Email dated (B)(6) 2011: iab catheter leak with rapid blood backflow into sheath. Returned datasheet reported: iabp emergent removal "discontinued" due to blood backing up in balloon probable rupture. Phone call from rep on (B)(6) 2011: pt died 8 hrs after procedure, however, doctor will not speak about case until eval of product is complete. F/u with sales rep on (B)(6): after speaking with hosp regarding pt death, doctor stated that despite the various possible causes of death including liver and kidney failure as well as embolus to gut, he cannot be sure of the cause of death without an autopsy. Rep stated that no autopsy was performed.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The pressure tubing was also returned. Product eval: - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 2.5cm from the rear seal measuring 0.051cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The eval confirmed reported problem. An abrasion leak is a common failure mode caused by calcified plaque in the aorta. A review of the device history and complaint trends does not indicate any mfg or systemic issues.